Manufacturer narrative:
Result of investigation: exact root cause is not determinable. Most likely the issue is caused by a hardware issue on the epc. Epc has suddenly stopped logging on 24/08/2021 07:15:19(device time) during a running ventilation. It is visible in the cfb logs that the ventilation continued with the last applied settings and the software has triggered all alarm lines (buzzer tone, red alarm lights and nurse call), as designed. Despite many tests performed by imt ag on similar returned parts, the issue was still not reproducible. Investigation will be continued under I-ch-21-008. As the failure rate is within the expected range as per our risk files, decided to close this complaint. As a resolution, the mainboard was replaced.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation but a vyaire field service representative (fsr) evaluated the device onsite. Log files has been sent and analyzed by technical support the unit was put on a hard shutdown then powered up and working. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported that the bellavista 1000e screen froze in the middle of ventilation. No alarm message, unit was beeping and the lights were flashing on top. Could not access the screen for any functions. The patient was removed, bagged and put on a different ventilator. There was no patient harm reported from this event.